Event description:
The reporter contacted animas on (B)(6) 2013 reporting that for the last two to three days the patient¿s blood glucose (bg) has been as high as 600mg/dl with ketones, nausea and vomiting. The reporter stated that they correct with syringe and comes down but usually takes a day or two. Customer support (cs) reviewed the pump and all settings were correct. Cs instructed reporter that no mechanical issues with the pump. Cs advised to follow up with healthcare professional about settings, puberty and bg control. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The available black box data indicated that the daily insulin delivery totals accurately reflected the programmed rates. A delivery accuracy test was performed and passed with the pump delivering within the required range. No failures related to the complaint were found. Unrelated to the complaint, during a visual inspection of the pump, the battery compartment was observed to be cracked in two places. Additionally, the pump was powered on and the display screen appeared dim and discolored. (B)(4).